Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the devices spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited a high out of range pace impedance measurement greater than 3000 ohms on the right ventricular (rv) lead. The rv lead is not a boston scientific product. It was noted that the rv pace impedance had been in the approximately 400 ohm to 450 ohm range before the high out of range measurement. The healthcare provider (hcp) indicated that they planned to bring the patient into the clinic for further evaluation. The hcp also expressed frustration due to the fact that a high out of range alert is received but because the device trend window has not ended yet, the value of the out of range measurement is not available immediately. Boston scientific technical services (ts) provided guidance about how the device trend window works and that this is normal device operation. The hcp indicated that they wanted it to be documented that they find this to be less than perfect. The products remain in-service. No patient symptoms or adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited a high out of range pace impedance measurement greater than 3000 ohms on the right ventricular (rv) lead. The rv lead is not a boston scientific product. It was noted that the rv pace impedance had been in the approximately 400 ohm to 450 ohm range before the high out of range measurement. The healthcare provider (hcp) indicated that they planned to bring the patient into the clinic for further evaluation. The hcp also expressed frustration due to the fact that a high out of range alert is received but because the device trend window has not ended yet, the value of the out of range measurement is not available immediately. Boston scientific technical services (ts) provided guidance about how the device trend window works and that this is normal device operation. The hcp indicated that they wanted it to be documented that they find this to be less than perfect. The products remain in-service. No patient symptoms or adverse patient effects were reported.